Event description:
I used fixodent from approx 1994 to present. Was diagnosed with neuropathy in feet in 2007-2008. Tingling & numbness in feet and hands also. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 1994 - now. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.